Event description:
Customer reported the printed images have previous pt data on them. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded software and calibration files. System operates as intended.